Event description:
It was reported that during a stereotactic biopsy procedure with the 1st cutter retraction, the plastic came out. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.